Event description:
Report received from USA stating that the device had intermittent operation. The device was being used in surgery. There was no pt or user injury reported. It is unk if delay or medical intervention occurred. There's no additional info.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the motor had low rpm's and intermittently produced an e8 error before it stopped rotating. The unit was determined to have a damaged hall sensor and flex circuit/thermistor. The unit was also observed to have soap residue between the internal motor and housing. It was concluded that the unit had been immersed, causing internal damage to the motor and is indicative of improper cleaning of the device. If additional info becomes available a supplemental report will be submitted. (B)(4).